Event description:
It was reported that when the console was turned on for testing, no "warning blockage/full" message was displayed although it was blocked by the representative's hand. At the time of this report there was no patient involvement.